Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated respectively by product analysis (pa) respectively on (B)(4) 2012 with the following finding: the meter and test strips both passed all testing with no faults found. The primary complaint was not confirmed. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was prompting inaccurate results. This complaint was classified based on additional information obtained by the medical surveillance specialist (mss) (B)(6) 2012. The patient stated that the alleged issue began between 2-3 a.m. On (B)(6) 2012. The patient claimed that the subject meter was reading 10-20 points different compared to his backup ultra2 meter. The patient told the mss that his wife attempted to wake him between 2-3 a.m. Because he was "not sleeping normal" and she believed he was experiencing a "sugar problem." The patient said that his wife called emergency medical services (ems) because she realized he was "passed out" and not sleeping. The patient was not sure how long it took his wife to get him to become alert, but said that when she did she tested his blood sugar with the subject meter and obtained a blood glucose result of "40 something mg/dl" and immediately gave him glucose tablets (unknown amount) and pineapple juice. The patient was not sure how long it took for ems to arrive, but said that his blood glucose was between "30-35 mg/dl" on their unspecified device. Ems reportedly treated the patient with an injection and IV (the patient thinks it was glucose but was not sure). The patient told the mss that within 20-25 minutes his blood glucose was back up to "135 mg/dl" according to ems's meter. The patient mentioned that he manages his diabetes with insulin pump therapy (u100, unknown basal rate and bolus doses based on his blood glucose) and chromium chelate (800 mg, as needed when his blood glucose is high). The patient denied making any changes to his normal diabetes management due to the alleged issue starting. The patient reported testing his blood glucose 10-15 times a day (before and after every meal and additional times as he feels necessary). The patient said that his blood glucose "is all over the place" and so he was unable toprovide a normal range. The patient informed the mss during the follow up call that he believed that the subject meter was reading inaccurately and causing him to be administered the incorrect amount of insulin which led to him "passing out." During troubleshooting the customer care advocate (cca) confirmed that the patient was using an approved sample site and good/unexpired test strips. The alleged issue was not resolved with training. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient was reportedly obtaining inaccurate results and inaccurately administering himself insulin. In addition, the patient feels that he "passed out" and required intervention from ems as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.